Event description:
On (B)(6) 2012, mako surgical was made aware that a pt had a post-operative medial pain after having a makoplasty unicondylar knee replacement. The surgeon elected to convert the pt to a total knee arthroplasty.

Manufacturer narrative:
As part of normal complaint follow-up an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). At this time, it does not appear that the rio or implants have malfunctioned. The investigation is still on-going and if a root cause can be identified then a supplemental MDR will be filed.